Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the drill bit broke and parts fell into surgical site. During fixation of a navicular bone, the bone was too hard and the drill broke at the junction of the shaft and countersink section, causing the angle of the drill to change, resulting in a fatigue fracture of the bit. The medical staff had to leave the tip of the drill inside the patient. No further information was provided.